Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. White particles observed on the surface of the shell. Creases were observed. No further actions are required as the device was implanted.

Event description:
Patient called to report a right side rupture. Healthcare professional later reported capsular contracture, baker grade iii, lymphadenopathy and silicone migration. "The previous medwatch submission reported a rupture against the device. This event is no longer reportable." The device has been explanted.

Manufacturer narrative:
The event of capsular contracture and lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii, lymphadenopathy and silicone migration.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade iii. Lymphadenopathy and silicone migration. "The previous medwatch submission reported a rupture against the device. This event is no longer reportable". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to report a right side rupture. The device remains implanted.